Manufacturer narrative:
Pending investigation. Concomitant medical products: 101-05-30 - 3.2mm drill bit30mm 1pk, 2624259, 170-32-03 - biolox delta femoral head 32mm od, +3.5mm, 3688453, 180-01-50 - nv crown cup clstr hole 50mm group 1, 3709295, 180-65-25 - alteon 6.5mm screw, 25mm, 3679059, 188-01-09 - wedge plasma x/o sz 9, 3661347. Correction/removal number: z-1732-2022.

Event description:
As reported, the patient had an initial right tha on (B)(6) 2014. On or about (B)(6) 2020, x-rays of the hip showed mild superior eccentric positioning o the femoral head, and some osteolysis. The surgeon concluded such complications to be consistent with poly wear and noted there was no urgency to have revision surgery. On or about (B)(6) 2020, the patient returned to his surgeon due to worsening pain. At this time, x-rays of the hip revealed progressing polyethylene wear superiorly compared to x-rays in may. The patient was revised on (B)(6) 2021, which included a liner and head exchange. Intraoperative findings during surgery reflect patient's surgeon immediately encountered murky, yellowish fluid and noted the synovial reactive tissue was grayish. Pathology findings of tissue and hardware extracted during the revision surgery later indicated evidence of tissue reaction to particulate implant material and the presence of polyethylene debris. The acetabular surface of the removed gxl liner was noted to contain a surface deformation suggestive to wear defect of femoral pressure.

Manufacturer narrative:
This event has been determined to be a duplicate and was previously reported under 1038671-2021-00024.